Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing a syncopal episode. Upon interrogation, a high out of range pacing impedance measurement of 2000 ohms was observed. Fluoroscopy revealed that the helix of the rv lead appeared to have straightened and micro-dislodged, as it was not in proper contact with the myocardium of the heart. Surgical intervention was performed to explant the rv lead but it got caught in the patient¿s subclavian vein along with the right atrial lead. The physician decided to cut, cap, and surgically abandon both leads. The rv lead is no longer in service. No additional adverse patient effects were reported.